Manufacturer narrative:
The unit was received with intermittent button response due to moisture damage on a keypad trace. The pump also had minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a broken belt clip slot.

Event description:
The customer reported via phone call that the missed bolus alarm on his insulin pump when off and he was unable to clear it due to an unresponsive button. He removed the battery and reinserted it and the pump displayed full battery life despite the battery being halfway depleted. The pump became completely unresponsive at that point. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.